Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of cable of track. Engineering found the instrument grip cables were broken. The cable segment stuck out at the wrist. The distal idler pulley exhibited some wear. Engineering also found the instrument main tube had deep scratches/gouges. The evidence was inconclusive, but the damage was likely due mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci si prostatectomy procedure the mega suturecut needle driver instrument cable allegedly came off the track during the case. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.